Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient had their ipg replaced due to being at end of life. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Manufacturer narrative:
This event was originally included as part of the field action in an effort to be conservative during the investigation phase of the CAPA. Upon further review of this complaint, it was determined there was no allegations of the elective replacement indicatory (eri) window being shorter than expected therefore this event is deemed no longer reportable for fsca # 1627487-06/07/24-001-c.

Manufacturer narrative:
Correction h7- recall and notification should have been selected in initial report. Correction h11- investigation conclusion should have been: it was reported to abbott a patient had their ipg replaced due to a late eri notification. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Rather than it was reported to abbott a patient had their ipg replaced due to being at end of life. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.